Event description:
Customer reported the power cord sizzled during use. There was no patient harm or injury reported. This complaint has been captured under hillrom (B)(4).

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The pwcd-b is the connex vsm 6000 north american power cord. The power cord was returned for to hillrom where the hrc technician found char marks on the plug prong. A new power cord was sent out to the customer. Previous investigations on similar events have shown that increased pitting and wear on the tip of the power plug pin over time can eventually lead to a looser connection between the power plug and the internal outlet contacts, which can cause electrical sparking. Although the reported event did not result in a serious injury, the report of a sizzling of the device's power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.